Event description:
Overdelivery of morphine reported. Received voluntary customer medwatch which states: "allegedly pt received 150mg bolus dose of morphine sulfate in 20 minutes via pca tubing that was non-functioning prior to event. Pt found lethargic, but arousable. 0.12mg of narcan administered. Rapid response by pt." Additional info received from customer during phone conversation indicated that the pt was receiving morphine 150mg in 150cc via unspecified pump alarm. The nurse did troubleshooting and found that the "tubing would not function." After nurse was unable to get the infusion to flow, nurse took the tubing out of the pump, but did not clamp it off, and went to obtain another tubing. The rptr is unsure if the anti-siphon valve was placed on the tubing, but feels that it probably was not. At some unspecified time later, the pt was found lethargic, but arousable with a respiratory rate of 10/minute and blood pressure of 80-90mmhg systolic (not a significant drop from pt's normal), and the pt was treated with narcan 0.12mg. The nurse reported that the entire bag of morphine 150mg had emptied. Rptr states that they are not sure if the pt actually received a full bag as the nurse reported, or only a partial bag of 20-40mg (old bag). The pain medication was discontinued after the incident and the pt placed on an apnea monitor for pt reassurance. No adverse sequelae reported. Pt discharged home a few days after the event.